Event description:
It was reported that the patient with this pacemaker experienced symptoms related to loss of capture (loc) in the right ventricular (rv) channel, along with an increase in high capture thresholds. In addition, right ventricular automatic threshold (rvat) tests were noted to be suspended due to a low evoked response. Fluctuations in rv pacing impedances were also observed; however, they remained within the normal range. After reprogramming the output to 5 v, capture was observed. Technical services (ts) was consulted and recommended further evaluation. Subsequently, it was reported that this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.